Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room and an EKG showed no pacing with an intrinsic rate of approximately 30 beats per minute. A chest x-ray and CT scan confirmed that the lead had perforated and was in the pericardial space. The lead was capped and replaced.